Event description:
During an idiopathic vt procedure, it was reported the physician heard a steam pop and the patient went into hypotensive and astolic. It was noticed there was an impedance rise before the steam pop. The stockert shut itself off due to the impedance rise. The patient had immediate surgery and the outcome was unknown. Additional information provided stated during ablation the anesthesia nurse stated the patient was not feeling well. The patient became tachycardic and then bradycardic. Pericardial effusion was noticed. The physician did not access fast enough for the effusion so the operating room staff was called into the lab to handle the effusion. Due to the effusion CPR was performed briefly while the operating room staff was entering the room. It was reported as soon as the effusion was under control the patient was stable. It was updated the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: carto 3 system: model #: m-4800-01, serial #: (B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).